Event description:
The incident occurred after a procedure in dr's office. The pt sat up and the light in use fell from ceiling mount striking the pt on the head. The attending nurse was able to catch and support some of the weight as it fell. The pt suffered a bump on his head.